Event description:
Information received indicates during preventive maintenance check, the technician found all four caster supports cracked and left head caster not holding in the brake position.

Manufacturer narrative:
The technician replaced the caster and the caster supports to repair the bed.